Manufacturer narrative:
A device evaluation confirmed the customer allegation. The air/water supply was insufficient due to clogging of the air/water nozzle and draining function was reduced. The bending angle was insufficient due to the elongation of the angle wire. The play of the angle knob was out of the normal state due to the elongation of the angle wire. Discoloration of the objective lens was noted. Scratches were found throughout the device. The suction cylinder was scraped. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The company representative on behalf of the customer reported insufficient air/water supply and angulation issue. The issue happened in the middle of a diagnostic procedure. The procedure was completed with the same device. The device was returned and an inspection revealed, the nozzle was clogged with foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to insufficient or incorrect reprocessing of the scope. Olympus will continue to monitor field performance for this device.